Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient representative and the pt were on the line and said they need an MRI but cant connect to implant because the pt stopped using stimulation "about a year ago because my back had straightened out and I had no pain or spasms but now all the sudden the muscle spasms are back in my back which started about a month ago and they have been increasingly getting worse". They said they need to have an MRI for this issue as well as dizziness that they think could be related to their ears. They tried charging ins but can't connect as its most likely in overdischarged state. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Provided nas phone number for pt to give to MRI facility to call to reach a rep. Additional information from the hcp stated that patient reported ins is at "end of life". Patient spoke to a manufacturing representative (rep) last week but they are having a hard time getting rep to assist them with bringing ins out of potential overdischarge.